Event description:
Alleges consumer was driving up a steep footpath near the rbl1 station. The scooter was allegedly stopped to avoid the overload protection trip. All brakes allegedly failed and the scooter allegedly accelerated backwards down the hill. When the scooter exceeded the speed limit it was steered off the footpath and allegedly rolled sideways throwing the consumer out of the unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.